Event description:
During an endoscopic procedure to treat a actively bleeding esophageal vessel (per physician, did not appear to be a varices), the physician used a cook hemospray endoscopic hemostat. It was reported that when trying to use the hemospray, the device did not work. The staff attempted to prime a couple of times, but nothing happened. A section of the device did not remain inside the patient¿s body. The physician injected epinephrine and sodium tetradecyl followed by 3 hemostatic clips [unknown name] on the actively bleeding vessel in the esophagus. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. PMA/510k: k200972. Investigation evaluation: the product said to be involved was returned in biobag. A tray lid from the lot number provided in the report was provided with the return. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Blood was present on the handle of the device. The returned catheters presented with blood and dark red fluid in the catheter tubing as well as discoloration near the distal tips of the tubing. The nozzle of the device was completely occluded with powder. The device was tested as returned and did not spray as intended, however a few small clumps of powder were released. Upon deactivation, the co2 cartridge discharged and was fully punctured. At this point in the evaluation, the regulator components sprang apart and no further functional testing could be conducted. All regulator components were accounted for. A visual examination of the lance showed it to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The clog in the nozzle was investigated and hard, discolored clumps of powder were removed from the nozzle of the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device indicated that the catheters contained fluid and the nozzle contained hard clumps of powder that created difficulty for powder to exit the device. The likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device due to use error. This is indicated by the fluid found in the catheter and the discolored, hard clumps of powder removed from the nozzle of the device. To assist the user, the instructions for use (IFU) state the following, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.